Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead exhibited failure to capture and failure to sense. A chest x-ray confirmed that the atrial lead was dislodged. The atrial lead was repositioned on (B)(6) 2026. The patient remained stable throughout the procedure.